Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced a blood glucose (bg) level of (40 mg/dl) the customer drank orange juice and ate candy to stabilize bg level. The customer stated the suspected cause for low bg was due to basal rates settings were not "fine-tuned" to reflect her needs. As the customer did not contact tandem technical support at the time of the reported issues, troubleshooting could not be performed. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.